Event description:
The flag files for a (B)(6) male pt revealed add gel/replace belt messages. Zoll customer support contacted the pt to issue him a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (add gel replace belt messages) was confirmed. Upon investigation, the belt failed incoming testing. The cause for the test failure was isolated an exposed black gel fire wire on the distribution node (nd) pca. The exposed wire likely resulted in a short on the dn pca. The root cause for the exposed wire was unable to be positively determined. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.